Manufacturer narrative:
The pump was received with button error alarm and no button response due to corroded keypad traces. There was no unexpected numbers ramping during testing. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, broken belt clip slot and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 430mg/dl. The customer states they treated with manual injection. The customer states they experienced number ramping. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.